Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
As per details reported on e-complaint-(B)(4) from fs log # 99887. "The device does not hold the pressure therefore the spray is weak. The device continues to spray after pressing the trigger once."

Event description:
The device does not hold the pressure therefore the spray is weak. The device continues to spray after pressing the trigger once. Wallach ultra freeze 900076 e-complaint (B)(4).

Manufacturer narrative:
Investigation inspect returned samples analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 21-jul-2009 under work order (B)(4) and sold on 26-jan-2010. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: 31-jan-2012 - 64540-trigger broken off-trigger replaced. 27-aug-2015- 79766- trapped moisture- bottle cleaned and dried. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 09-feb-2023. Visual evaluation: visual examination of the complaint product revealed no physical damage. It was identified that the bottle returned is a different serial number than the unit returned. The bottle has serial number (B)(6). Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the relief device not sealing properly to allow for pressure to build. This is being attributed to normal wear and tear. Correction and/or corrective action the main valve and relief valve were cleaned and adjusted. The unit was tested and found acceptable. The unit was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. Was the complaint confirmed? Yes.